Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  No devices or photos were returned; therefore, a determination on the condition of the impactor could not be made. The lot number was not provided; therefore, the device history records could not be reviewed. This failure mode has been previously investigated and addressed. Root cause of tip fracture was determined to be a stress concentration at the fracture site, potentially exacerbated by off axis impaction and/or bending of the device. As a product improvement, a 0.020 inch (nominal) radius was added to the device, thus reducing the stress concentration from a factor of 3+ to 1.66. While the exact lot number of this device is unknown it is highly likely that this device was produced prior to the changes mentioned above. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was not returned.

Event description:
It was reported that while the surgeon was performing a reverse shoulder the impactor threads broke off and lodged into the humeral spacer. Surgeon was able to dislodge the spacer with an osteotome but was unable to remove the lodged threaded piece stuck in the middle of humeral spacer. Everything was assembled on the back table, and both pieces were able to be seated as one into the humeral stem.